Manufacturer narrative:
A field service engineer (fse) went on-site and observed the baths not draining and discovered that the waste pump was not working. Fse replaced the waste pump and filters which resolved the leak. The cause of the leak is attributed to the waste pump not working. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report that the wbc and rbc baths on a coulter act diff 2 analyzer were overflowing. The volume of the leak was reported as 25 ml. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. No erroneous results were generated.